Event description:
A pt called zoll customer support to report that she was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a hipot and therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.